Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described experienced redness and pus is visible near the insertion site and had contact with a healthcare professional (hcp) who prescribed unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received. The most probable root causes associated with this incident are the adhesive, including the adhesive irritating the user¿s skin, or misuse, including improper site selection and repeatedly using the same application site to place the sensor. These conditions are mitigated through the freestyle product labelling. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. A valid serial number has not been provided for the sensor. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies, clinical studies and product monitoring and dose audits were performed during product development and on market performance continues to be monitored via stability, clinical trials and product monitoring/dose audits as a part of on market performance monitoring process. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. The customer experienced symptoms described experienced redness and pus is visible near the insertion site and had contact with a healthcare professional (hcp) who prescribed unspecified antibiotics for treatment. There was no report of death or permanent impairment associated with this event.